Event description:
It was further reported the menu will not light up; just flashing noise at turn on, then blank.

Event description:
It was reported that the liquid crystal display (lcd) menu on the external pulse generator (epg) would not boot. The epg was returned for repair. There was no patient involvement. It was further reported the menu will not light up; just flashing noise at turn on, then blank.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, however the display was out of specification due to missing segments on lower menu. It was also noted that the upper and lower cases were broken, the ring cover and two side bail covers were broken, the battery release and lead flex cover were contaminated, the ring and two side bails were missing, one board connector was out of specification and the battery drawer was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the liquid crystal display (lcd) menu on the external pulse generator (epg) would not boot. The epg was returned for repair. There was no patient involvement.